Event description:
My daughter bed-wetting alarm is getting very hot. This is a brand new alarm which was purchased and arrived yesterday. Today is the first night I am trying it. When the sensor is plugged into the alarm, the device is getting very hot. This will be placed on my daughter's body near her neck and is dangerous. It can also burn her easily. The device has a noise from it also like a stuck part. I have changed batteries several times, but nothing is helping. This is not safe to use.